Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the fingerprint scanner was not working. A technical support specialist (tss) uninstalled the existing lumidvcsvc version and installed the updated lumidigm driver package. Device manager and services were verified, and the station was rebooted; however, the issue persisted. The field service engineer (fse) then shut down the station, reset the biometric identifier cable, and rebooted the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 21-se fingerprint scanner was not functioning, as it failed to detect fingerprints and instead prompted the user to log in using a username and password. However, there were no delays or adverse events or injuries reported based on this event.